Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while hospitalized for an unrelated illness the patient received inappropriate therapy due to far-field p-wave oversensing. X-ray confirmed lead dislodgement due to twiddlers syndrome. The lead was capped and replaced.